Manufacturer narrative:
Device eval by manufacturer: a single static image was provided; a kink is visible in the valve region of the delivery system.

Event description:
It was reported that the delivery system kinked. Access was gained through the right transfemoral percutaneously. During the procedure, there was difficulty advancing the lotus edge valve through the isleeve. The 27mm lotus edge valve kinked in the ascending aorta and was removed together with the isleeve. A second 27mm lotus edge valve was successfully implanted.